Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
They had to help me get it out- retained, tampon [foreign body in reproductive tract] it didn't have a cord- tampon [device physical property issue] it didn't have a cord, had to have help to get it removed- tampon [complication of device removal] case narrative: consumer reported via e-mail that the tampon didn't have a cord. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
They had to help me get it out- retained, tampon [foreign body in reproductive tract]. It didn't have a cord- tampon [device physical property issue]. It didn't have a cord, had to have help to get it removed- tampon [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon didn't have a cord. No serious injury reported.